Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had some kind of residue consistent with cooking oil on the rubber end of the plunger (the surface that makes contact with the injection solution). Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Unconfirmed: bd was not able to confirm the customer¿s indicated failure. Investigation conclusion: no root cause can be determined as no samples were received.